Event description:
It was reported by user facility that the brakes did not meet specification. No patient involvement or injury reported.

Manufacturer narrative:
It is unknown as to whether or not the device will be able to be evaluated. If evaluation is performed a follow up will be filed.